Event description:
Unomedical reference number (B)(6). Event occurred in the argentina. On 02 april 2024, it was reported that two infusion sets fell off. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.